Manufacturer narrative:
An on-site engineer repaired the fuse. The system is operating as intended.

Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.